Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with stained keypad overlay, pillowing keypad overlay, cracked select button keypad overlay, cracked reservoir tube lip, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, in the pump history found: low battery alarms on (B)(6) 2020 07:19:01.000 multiple failed batt/battery failed alarm on (B)(6) 2021 from 04:27:52.000 until 04:37:41.000 pump error 53 alarm (file number: (B)(4), line number:(B)(4)) on (B)(6) 2021 at 04:29:05.000, 04:30:44.000, 04:36:38.000 and 04:37:22.000. Pump error 60 alarm on (B)(6) 2021 at 04:27:49.000 multiple no delivery alarms in the pump history on (B)(6) 2023 from 10:32:56 until (B)(6) 2023 08:17:14 during bolus deliveries. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. No low battery, battery failed alarm, blank display, pump error 53 alarm, no delivery/insulin flow blocked or pump error 60 alarm noted during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.3 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for blank display. Pump error 53 alarm confirmed in the pump history due to software error. Pump error 60 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a blank display on the pump, experienced high blood glucose of 1500 mg/dl and was admitted to hospital. The customer was in intensive care unit and unable to speak. Troubleshooting was performed but, the display remained blank. It is unknown whether the customer was using pump within 48 hours prior to event and whether auto mode feature was active at the time of the event. The customer will discontinue using the insulin pump and the pump was returned for analysis.